Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n knee scorpion needle broke when activating the scorpion at the footprint during suturing. This was discovered during a procedure with no patient harm. The broken fragments of the needle remained inside the scorpion device and the case was completed with another scorpion needle.